Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis could not verify that the programmer was slow to identify devices when using the radio frequency head. However, the first time that wireless was attempted, the programmer locked up on the medtronic logo screen. Wireless was attempted multiple times after, and it worked normal. It was also noted that the hinge plate had one loose screw. (B)(4) no anomalies were found.

Event description:
It was reported the analyzer was slow to respond to commands. A 10-15 second delay was noted when trying to pace with the analyzer. In addition, the analyzer did not want to end tests; an hour glass appeared after the threshold test ended. Then the analyzer would not pace. The programmer rf (radiofrequency) head, stylus, and analyzer were all changed out, and the service disk was also run, without any improvement to the analyzer's response. Another programmer was successfully used with the analyzer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.